Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician was unable to insert the competitor lead into the device header. It was noted that the pin would not go fully into the header and defibrillation impedance measurements were high/undefined as a result. The device was not implanted. No patient complications have been reported as a result of this event.